Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was experiencing headaches. Follow-up report indicated that the headaches were being caused by a csf leak. The physician performed a blood patch and the headaches have improved. The patient is currently receiving good pain relief and there were no reports of further complications.